Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed via remote transmission. The patient was asymptomatic. Monitoring the lead was recommended.

Event description:
New information received notes the device will continue to be monitored. The patient was in stable condition.